Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to frequent charging and inadequate stimulation. The patient was doing well postoperatively and the explanted ipg was discarded per hospital policy.